Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician programmed a lactated ringers primary infusion at 999ml/hr. Clinician then hung a secondary infusion of potassium phosphate (113ml) and programmed to infuse manually via guardrails. While charting, patient complained of burning at IV site. Clinician assessed infusion and noted that both the primary and secondary infusion sets were dripping at the rate of 999ml/hr. IV potassium phosphate was immediately clamped, and patient was assessed for chest pain, orientation, skin color. Vital signs were taken and doctor notified. There was no patient harm.

Event description:
It was reported clinician programmed a lactated ringers primary infusion at 999ml/hr. Clinician then hung a secondary infusion of potassium phosphate (113ml) and programmed to infuse manually via guardrails. While charting, patient complained of burning at IV site. Clinician assessed infusion and noted that both the primary and secondary infusion sets were dripping at the rate of 999ml/hr. IV potassium phosphate was immediately clamped, and patient was assessed for chest pain, orientation, skin color. Vital signs were taken and doctor notified. There was no patient harm. Received a copy of the customer's medwatch from the FDA which states "pt had lr (lactated ringer's bolus) bolus ordered for fluid replacement, rn calculated the fluid replacement. 400cc bolus to be given with am meds along with a dose of potassium phosphate 9mmol. Potassium phosphate spiked and positioned above the primary lr bolus bag. Lr bolus programmed at 999. Plan was to program the secondary infusion of potassium phosphate after the lr bolus completed. This author at bedside charting and assessing patient when patient stated "are you giving me potassium or something? It burns?) This author looked at the patients IV site and then at the IV infusions on the alaris pump and noted that both infusion sets were dripping at the bolus rate of 999 thus infusing near the entire infusion of potassium phosphate. IV potassium phosphate was immediately clamped and patient was assessed for chest pain, hr, auscultation of heart tones, pulses, orientation, and skin color. Vs (vital signs) were taken. Pharmacy called, surgery service called, clinical engineering and clinical risk were paged, charge nurse notified, nursing director notified, house manager paged (no response at the time of writing this report) email was sent to clinical risk per their request. Pt notified of pump malfunction and assessments that will be needed to be done throughout the shift for monitoring and what the patient should report to rn. Remote tele ordered and labs to be ordered per sa service. Internal rl#(B)(4). Serial no#: (B)(6)."

Manufacturer narrative:
Omit : other occupation, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, initial reporter occupation, FDA notified?, report source, report source other. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of an alleged free flow was not confirmed or replicated from the laboratory testing and log review. There are no signs related to the free flow during the investigation. The exact setup of the alaris system at the time of the event could not be determined. All testing performed during the investigation is based on recommended bd instructions. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream were observed. The external inspection of the suspect pump module found to have the manufacturer seal intact. The pumping mechanism was removed from the bezel and no fluid residue or corrosion were observed. The bezel assembly date code was noted as august 2024 (not recall affected), making bezel less than a year old. The inspection of the concomitant administration set (model# 2420-0007) found the disposable to be functional with no obvious issues observed, there was also an adapter set (model: 72213n) returned for investigation. The administration set is working under the correct parameters, and the IV disposable passed all leak tests. The suspect pump module (s/n: 16924129) and concomitant pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date is 08mar2025 and time is not reported. The customer reported a lactated ringers primary infusion at 999 ml/h and 400 cc; a secondary infusion of potassium phosphate with vtbi = 113ml and dose of 9 mmol to programmed to infuse manually via guardrails, the reported issue was that both the primary and secondary infusion sets were dripping at the rate of 999 ml/h. The customer described: ¿the plan was programming the secondary infusion of potassium phosphate after the lactated ringers were completed¿. Review of the device logs confirmed that the infusions of lactated ringers and potassium phosphate was programmed in a different order than what was reported by the facility. At 1:02 am the suspect pump module was programmed for a primary infusion of IV bolus with pvi = 2725.95 ml and svi = 353.407 ml (previous infusions). Rate = 999 ml/h, vtbi = 50 ml; infusion lasted three (3) minutes and 50 ml was recorded as being infused. At 2:28 am the suspect pump module was programmed drug ID = 3 (IV fluids), rate = 10 ml/h, vtbi = 80 ml, recording pvi = 2775.98 ml and svi = 353.407 ml. At 2:28 am the suspect pump module was programmed for a secondary infusion of mag sulfate ivpb. Drug amount= 2 g, diluent volume = 50 ml; dose = 2 mg/kg/h and concentration = 0.04 mg/ml with rate = 27 .5 ml/h; vtbi = 55 ml; infusion lasted two (2) hours and 53.60 ml was recorded as being infused. At 4:26 am the suspect pump module primary infused was continued and secondary was programmed for acetaminophen. Drug amount= 500 mg, diluent volume = 50 ml; dose = 500 mg/kg/h and concentration = 10 mg/ml with rate = 216 ml/h; vtbi = 54 ml; pvi = 2776.01 ml, svi = 407.49 ml; infusion lasted sixteen (16) minutes and 54 ml was recorded as being infused. At 5:48 am the suspect pump module was programmed for a secondary infusion of potassium phosphate. Drug amount= 9 mmol, diluent volume = 110 ml; dose = 9 mg/kg/h and concentration = 0.0818 mg/ml with rate = 56.5 ml/h; vtbi = 113 ml; pvi = 2787.17 ml, svi = 461.511 ml; infusion lasted two (2) hours and 113 ml was recorded as being infused. At 9:47 am the suspect pump module was programmed for a primary basic infusion (without guardrails limits). Pvi = 2806.98 ml, svi = 574.532 ml; rate = 999 ml/h, vtbi = 400 ml; infusion lasted an hour, and 400 ml was recorded as being infused. At 10:13 am the suspect pump module was programmed for a primary basic infusion (without guardrails limits). Pvi = 3207.04 ml, svi = 574.532 ml; rate = 10 ml/h, vtbi = 1000 ml; infusion lasted (25) twenty-five and 4 ml was recorded as being infused. At 10:48 am the system was powered off and suspected pump module removed with tvi = 3785.7 ml. The optimizing secondary infusion performance tip sheet addresses factors which can cause both concurrent flow and influencing the duration of secondary mode infusions which will cause a delay in the delivery of the secondary infusion. If drops are seen in the primary drip chamber, lower the primary fluid further on an additional hanger. Set up as usual by lowering the primary container on a fully extended hanger. Start the secondary infusion. Note the level of the bottom of the secondary container. By hand, lower the secondary container so that the top of the fluid in that container is where it will be when the container empties. Watch for drops in the primary drip chamber (ideally for 30 seconds). If drops are seen, lower the primary fluid further on an additional hanger. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). The device was disassembled for this investigation. Please replace the bezel assembly of the pump module and ail assembly circuit board. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4)). Device opened for investigation. Please replace the a/c cable and pole clamp. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported free flow of lactated ringers (primary infusion) and potassium phosphate (secondary infusion) was not determined. A thorough laboratory testing and review of the device logs did not confirm any issues that would explain the reported issue. Note that this report lists imdrf annex a070908, c0201, d15, g03005 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.